Event description:
10/2004, pt was found to have unresectable hepatocellular carcinoma in the right lobe. Pt had palliative treatment with sir-spheres to roght lobe of liver for hcc in 2004, in 1 1/2 months later, the pt's left lobe was treated. On the 3 month follow up for the right lobe and the one month follow up for the left lobe, the pt had a platelet count of 32,000. The one month follow up for the intial treatment, platelets were 115,000. In 2005, pt presented to ed with severe nosebleeds, fatigue, weakness, and mild nausea withou pain. They were admitted for treatment and testing. They were diagnosed with acute myelocytic leukemia and bone marrow biopsy 2 days later. The pt was discharged in the next day to follow up with their primary care physician.